Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the pump/manifold assembly was noisy, vibrated, failed the pump leak test and the bearings were damaged/worn. The pump/manifold assembly was replaced and the device passed all testing. The reported event was duplicated.

Event description:
It was reported that the ventilator was making a loud vibration and noise during the inspiration phase. Although requested, information regarding patient involvement was not provided.